Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a manufacturer representative. It was reported that the cause of the issue was not determined. The decision was made to turn it on at the lowest setting and it didn't make it 24 hours before patient turned it off. It made havoc in patients body. The implant was taken out. The issue has not yet been resolved, and the device was removed last thursday. The device is being returned to mdt. Patient states for the last 5 years trying to understand all the changes with the body from the spinal cord injury and got to the point where they were very in tune with their body. Sometimes if the nerves started to flare up a little bit they could tell them what was about to happen and they would get a headache or something. Patient was in sync with what was going on in their body the last time the device was turned on before it was shut off permanently. The device sig nificantly changed everything related to the spinal cord injury as far as sensation, muscle, brain communication and things of that nature. Now patient does not know what the hell is going on and feels like they is starting over from scratch and it has not gone back to what it was and there is no guarantee that it will go back to the way it was. It is very possible patient might be stuck dealing with this for a long period of time or a permanence amount of time. Patient also mentioned their right foot was hypersensitive to an extreme that they could not even walk around in their home without shoes on because walking on a flat surface felt like they was stepping on a mixture of glass and thumbtacks at the same time. Now their foot feels like it is half asleep and their sensation has completely changed and when it does flare up or experiences any pain in their foot it is not as intense but it burns like they just stuck their hand on an oven burner type burn inside their foot and left leg. Patient already had issues with brain communicating w ith muscles from the knee down and now they can barely feel their entire leg and the communication with their brain and these muscles has diminished to where sometimes they could sit here and watch their left leg and foot and they just move on their own. Patient has almost gotten two car accidents because their left foot had worked its way underneath their gas pedal and they couldn't push the brake pedal down. The first time they ran through a red light and the second time they almost rear ended a brand new car. Patient states having to self cath. When bladder was about 80% full , patient would get up and go to the bathroom but now patient is not getting any signal from brain or bladder that they have to go pee until bladder is overfilled and leg hurt so bad and it does not stop until cathing themselves. Patient is an overall positive person and is not the type to let a change in their situation become a problem. Now they can adapt and carry on but all in all it is very defeating to feel like 5 years of getting to know what they lost.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient (pt) saw physician and rep was present to discuss on (B)(6) 2024. They discussed pt should turn device on and start at a 0.2 setting. Pt said physician said if pt feels muscle on the backside of inner thigh on left leg that pt would need to have device removed. Pt then turned device on when they got home from the (B)(6) 2024 appt. For a few hours it was ok and then nerves started to bother them and muscles were tightening and it got as bad as it did before. Pt kept device on throughout the next day on the (B)(6) 2024 turned device off. However, patient is continuing to experience adverse events with device off. Pt is no longer able to receive a signal from bladder to cath themselves until bladder is too full. They used to get a warning sign in the past and since the event on the (B)(6) 2024, they did not. They were also having diminished control from their brain to their left leg. Now they can barely walk and is having to utilize their walker. Pt was driving and when they pressed the brake their car did not stop and ran through a red light and when they looked down, their left leg was under the brake and they did this two time and had to physically lift their leg to move it back over so they could press the brake pedal and not get into an accident. Pt also indicated that the rep said they would have no complications if they had the implant. Pats agent stated that it doesn¿t seem like something that would be said and reviewed it may have been a miscommunication. Reviewed clinical and approvals and our review can be on on-label uses only. Also, reviewed informed consent and physician should also be providing risks and benefits and reviewed our literature as well. Patient is working with their physician to schedule an explant but they were concerned about these events continuing and wanting to know who is accountable. Reviewed to have device sent in for analysis and the results can be shared with his physician and then the physician can share the results with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that worsening symptoms and the device was explanted

Manufacturer narrative:
H3 analysis of the returned ins revealed the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a manufacturer representative. It was reported that the cause of the issue was not determined. The decision was made to turn it on at the lowest setting and it didn't make it 24 hours before patient turned it off. It made havoc in patients body. The implant was taken out. The issue has not yet been resolved, and the device was removed last thursday. The device is being returned to mdt. Patient states for the last 5 years trying to understand all the changes with the body from the spinal cord injury and got to the point where they were very in tune with their body. Sometimes if the nerves started to flare up a little bit they could tell them what was about to happen and they would get a headache or something. Patient was in sync with what was going on in their body the last time the device was turned on before it was shut off permanently. The device significantly changed everything related to the spinal cord injury as far as sensation, muscle, brain communication and things of that nature. Now patient does not know what the hell is going on and feels like they is starting over from scratch and it has not gone back to what it was and there is no guarantee that it will go back to the way it was. It is very possible patient might be stuck dealing with this for a long period of time or a permanence amount of time. Patient also mentioned their right foot was hypersensitive to an extreme that they could not even walk around in their home without shoes on because walking on a flat surface felt like they was stepping on a mixture of glass and thumbtacks at the same time. Now their foot feels like it is half asleep and their sensation has completely changed and when it does flare up or experiences any pain in their foot it is not as intense but it burns like they just stuck their hand on an oven burner type burn inside their foot and left leg. Patient already had issues with brain communicating with muscles from the knee down and now they can barely feel their entire leg and the communication with their brain and these muscles has diminished to where sometimes they could sit here and watch their left leg and foot and they just move on their own. Patient has almost gotten two car accidents because their left foot had worked its way underneath their gas pedal and they couldn't push the brake pedal down. The first time they ran through a red light and the second time they almost rear ended a brand-new car. Patient states having to self cath. When bladder was about 80% full, patient would get up and go to the bathroom but now patient is not getting any signal from brain or bladder that they have to go pee until bladder is overfilled and leg hurt so bad and it does not stop until cathing themselves. Patient is an overall positive person and is not the type to let a change in their situation become a problem. Now they can adapt and carry on but all in all it is very defeating to feel like 5 years of getting to know what they lost. The cause of the worsening symptoms was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.